Manufacturer narrative:
Concomitant medical products: 305c27 tissue valve, implanted: (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had cellulitis and bacteremia in the area of the their device pocket. The implantable cardioverter defibrillator (ICD), right atrial (ra) lead, and right ventricular (rv) lead were explanted and later replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device was returned and analyzed. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.